Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, crease fold and wear abrasion. Leak test and microscopic analysis were performed which identified: one opening sharp on the plug strap bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the plug strap bond edge (anterior) assessed as an unidentified (tear) opening.